Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated at the end of second prime. The download data showed that timeouts occurred in tandem with a failure of the rotational sensor to transition as expected, indicating that a brief drive stall occurred that prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism by the end of second prime. Rerun of the pod did not replicate the timeouts or drive stalls. Inspection of the pod found no damages or manufacturing deficiencies that would result in a drive stall. The exact cause of the drive stall and subsequent needle mechanism failure could not be determined.